Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia, vomiting and having a severe migraine. The patient reports being unable to use their controller as it was stuck on the loading screen of the application. Once at the hospital the patient was treated with manual insulin via syringe. The patient remains in the hospital at the time of this call.